Event description:
It was reported that upon examination for cervical dilation they found that the foley bulb was not intact and fell from urethra of patient, the bulb was noted to be completely deflated with no normal saline visible in bulb. Primary nurse investigated with finding removed foley and inserting more normal saline into foley device as per protocol. Normal saline found to be leaking from apparent hole in bulb on foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon examination for cervical dilation they found that the foley bulb was not intact and fell from urethra of patient, the bulb was noted to be completely deflated with no normal saline visible in bulb. Primary nurse investigated with finding removed foley and inserting more normal saline into foley device as per protocol. Normal saline found to be leaking from apparent hole in bulb on foley catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.